Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during patient therapy in the emergency department. The pump indicated the magnesium infusion was complete however only half had been given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were within the product specification range. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results were within the product specification range. The reported condition was not verified. The event history log review showed no infusions of magnesium. An infusion of vancomycin was found on the event date at a rate of 250 ml/hour for volume to be infused of 500ml. No secondary infusions were programmed nor was standby mode usage identified on the event date.. Should additional relevant information become available, a supplemental report will be submitted.